Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result for a single pt sample that was generated by the access 2 instrument. The initial accu tni result was 14.49ng/ml and 0.01ng/ml upon repeat. The original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.02ng/ml was obtained. In addition, the original sample was tested on a 3rd analyzer for troponin and the result was 0.01ng/ml. There was no report of change to pt treatment as a result of this event.

Manufacturer narrative:
Qc was assayed prior to and after the event. System check performed on 09/26/06 failed. System check performed after the event, on 10/06/06, was within specifications. The sample was plasma lithium heparin type, collected in and sampled from plastic "kimatubes", size 13x100. The specimen was centrifuged at 2,000 rcf for 4 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab. The fse conducted a diagnostic testing. The fse performed accu tni precision testing of n=200; results met established imprecision claims. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.